Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an audio tone/vibration (vibration issue) issue. It was reported that when the user tried rebooting the pump it made ¿strange noises¿ that were never heard before. No other information is available. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 8/31/2017 with the following findings: during testing, the pump was unable to power on. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was corrosion observed in the compartment. The pump was opened and there was moisture damage observed on the printed circuit board (pcb). The initial "audio tone¿ complaint was unable to be adequately investigated due to the pump having no power due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).